Event description:
An endurant stent graft system was selected for use in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology were not reported and were requested. It was reported that the proximal stent graft free flo did not totally open. No further information was provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The device was returned and its evaluation has been completed. The device was relatively clean. The stent graft was not returned as it was deployed in the case. The tip was not recaptured into the graft cover, and it was pulled back 96 mm. The spindle was not recaptured into the sleeve and was retracted 9 mm. The slider was retracted 90 mm. The backend wheel was rotated forward 15 mm. There were kinks on the sheath at 65 mm and 82 mm from end of graft cover. There was excess material extending out at the taper tip gate vestige. There was no manufacturing or performance issues found with the delivery system, which appeared to perform as intended.